Event description:
A report was received that the patient had no stimulation on the left portion of the lead, and felt muscle stimulation in the right flank. X-ray confirmed lead fracture. The patient underwent lead replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that all cables in the right pigtail were fractured at the bent/kinked location approximately 8 inches from the proximal end, where the lead appeared to have been sutured. No cables were exposed at the fracture site. The broken cables were the root cause of the reported high impedance. Additionally, the lead body was cleanly cut. The clean cut damage was a result of a typical explant procedure and it was not considered a failure.

Event description:
A report was received that the patient had no stimulation on the left portion of the lead, and felt muscle stimulation in the right flank. X-ray confirmed lead fracture. The patient underwent lead replacement procedure and was reportedly doing well postoperatively.